Event description:
It was reported that a pt underwent a gynecological procedure in 2008. During the procedure,the motor drive unit was cutting slower than normal. The case was successfully completed with the same device with no adverse pt consequences.

Manufacturer narrative:
Insufficient drive of disposable- conclusion: the actual device involved in this event was returned for eval. The eval confirmed that the motor's rpm at high and low speeds were within requirements, the stall feature worked properly, the alignment was good, and the controller front switches operated properly. In addition, a review of the device mfg records was conducted and the device met all finished goods release criteria.